Event description:
It was reported that the co2 has a problem. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etc02 module field replacement kit , for which the replacement was ordered. The device remains at the customer site and no further evaluation is warranted at this time.